Event description:
Eye infections started in 2006 and result is that I have a corneal scar on my left eye. Currently attempting hard contacts but might need corneal transplant. My infection was never tested for fusarium keratitis - I was given drops for infection plus steroids for pain. I was blind for about 2-3 mos. Not being able to use contacts, pain & discomfort lead me to drink alcohol.